Event description:
Same case as MDR ID# 2134265-2012-07541. It was reported that during an angioplasty treatment procedure a balloon would not deflate and removal difficulties. The patient presented with severe pulmonary artery disease. A 8.00 mm/2.0 cm/90 cm peripheral cutting balloon was advanced to the target lesion and on the first inflation was inflated to 6 atms, approximately 1 minute. During deflation, as the pcb was straddling the left pulmonary artery (lpa), the pcb would not deflate using the slow deflation technique. Since the patient had relatively severe disease, an inflated balloon in the lpa produced significantly suprasystemic pressures in the rv, with some arterial hypotension. The inflation device was detached and the pcb was aspirated with high negative pressure but only half of the balloon deflated. The pcb was pulled into the "mpa" to restore a more normal circulation through the lpa. The physician trapped the proximal end of the balloon and the blades inside the long sheath, and tried to force the pcb balloon down by applying external pressure and retracting the pcb into the long sheath. This attempt was unsuccessful. In an effort to avoid damage to the tricuspid valve , the pcb was slowly retrieved into the upper ivc. At this point the patient seemed hemodynamically stable. Physician waited for several minutes, with no sign of further pcb deflation. With the proximal blades trapped inside the long sheath, there was an attempt to rupture the balloon with overdistension. However, the injected saline forced the balloon out of the long sheath, uncovering the blades. It was decided not to rupture the balloon with uncovered blades. The stiff end of a 0.014 guide wire was placed coaxially along the sheath, and multiple attempts to rupture the pcb balloon with the guide wire tip were unsuccessful. The back end of the pcb catheter was cut, and the stiff end of the 0.014 guide wire was advanced through the inflation lumen of the pcb balloon. The initial guide wire remained in place out the end of the catheter. After about 2-3 cm of advancing the guide wire resistance was encountered, the guide wire was unable to further advance and as a result was removed. A 6 or 7 f long sheath was placed in the opposite iliac vein and the tip was advanced to the iliac bifurcation. Physician tried to retract the inflated pcb with exposed blades down the ivc to the iliac bifurcation, but was unable to withdraw so the pcb was left just above the bifurcation. A choice guide wire was advanced to the pcb. A non bsc needle was advanced to deflate the pcb, but was unsuccessful. The choice guide wire became double over, and given the severe space constraints, could not withdraw into the tip of the non bsc needle. The physician deliberately sheared off the tip of the choice guide wire and successfully punctured the pcb balloon. The pcb deflated almost immediately at 1 atms per 5 seconds, the blades came easily into the long sheath, and the pcb was successfully removed. Using a snare the, physician attempted to retrieve the choice guide wire tip, but it migrated into the rv artery and became ensnared behind the septal leaflet of the tricuspid valve. The tip was not removed. The procedure was completed with an angiogram demonstrating that the lpa had been successfully dilated. Dilation of the rpa was performed. Angiogram of the ivc demonstrated a modest but real increase in caliber where the inflated balloon had come to rest before puncture. Given that appearance, the physician hospitalized the patient overnight with full heparinization to avoid an ivc thrombus. The next day, an echo demonstrated no tricuspid or pulmonary regurgitation. No further patient complications were reported and the patient's status is listed as stable.

Event description:
User facility medwatch# (B)(4). It was further reported that the patient presented with tetralogy of fallot and severe left pulmonary disease. The patient was intubated under general anesthesia, and mechanically ventilated on 21% fio2. Vascular access was obtained via the right femoral artery and right femoral vein. Angiograph revealed severe stenosis of the proximal left pulmonary artery (lpa), with improvement post balloon dilation and no extravasation or aneurysm seen. An angiogram revealed that the detached guide wire tip was located in the right ventricle (rv). Two weeks post procedure the patient presented with a pseudo aneurysm of the left groin which self thrombosed. No additional intervention was required. The patient plan of care is monthly follow up, imaging and catheterization in the next several months.

Event description:
User facility medwatch# (B)(4). It was further reported that the patient presented with tetralogy of fallot and severe left pulmonary disease. The patient was intubated under general anesthesia, and mechanically ventilated on 21% fio2. Vascular access was obtained via the right femoral artery and right femoral vein. Angiograph revealed severe stenosis of the proximal left pulmonary artery (lpa), with improvement post balloon dilation and no extravasation or aneurysm seen. An angiogram revealed that the detached guide wire tip was located in the right ventricle (rv). Two weeks post procedure the patient presented with a pseudo aneurysm of the left groin which self thrombosed. No additional intervention was required. The patient plan of care is monthly follow up, imaging and catheterization in the next several months.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the 2cm peripheral cutting balloon (pcb) was received within a 7fr non-bsc guide catheter/sheath. The shaft of the pcb was cut and 38.2cm of the catheter remained outside of the guide catheter. Blood was present within the guidewire lumen. Blood was present within the balloon and inflation lumen when the catheter of the pbc was removed from the sheath. No issues were noted with the catheter tip. All blades were present and fully bonded to the balloon. All blades were folded within the balloon. A balloon puncture was identified which is consistent with the reported transeptal needle puncture. The shaft was elongated at 13-17cm , 19.3-19.7cm, and 22.7-23.7cm inclusive from the proximal end. This elongation is consistent with excessive force being applied during removal of the device from the patient. The inner lumen was broken at 89.7cm from the tip. Stretching was present at the break site. The shaft was kinked 44.4cm from the tip. During analysis, the shaft was cut at the distal end to help flush the guidewire lumen. The balloon was dissected and a microscopic analysis was performed. No issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).